Event description:
On 25-mar-2024, carestream health (csh) was informed of an incident related to the drx-revolution plus mobile x-ray system. The unit sparked when plugging the unit into the wall resulting in the tech to be shocked. The state of injury is unknown. No patient involvement. The investigation is ongoing.

Manufacturer narrative:
Csh investigation is currently in progress. Submitting an initial report as there are currently insufficient facts available to make a reportability decision and at least 28 days has elapsed. Csh will submit a follow up with investigation update/findings within 30 days.

Manufacturer narrative:
Carestream health inc. (Csh) has investigated this issue and root cause was unable to be confirmed; however, it was determined that the most likely reason for this to occur could be copper enamel failure in the ac isolation transformer resulting from voltage surges related to geographic location or direct lightning striking the power system. Per the customer, this resulted in the tech to be shocked; however, per the investigation the described shock was unable to be confirmed. Carestream has been unable to obtain additional details regarding the status of the alleged technician's injury. The customer site was informed of the findings and csh recommended to install surge protection for the hospital system to protect all the different types of medical devices and systems in use. The drx-revolution system was evaluated, and it was confirmed that it was functioning as designed and intended. There are no further actions to be taken by carestream health inc. Related to this issue. The risk has been mitigated as far as possible. Carestream has completed this investigation.

Event description:
On (B)(6) 2024, carestream health (csh) was informed of an incident related to the drx-revolution plus mobile x-ray system. The unit sparked when plugging the unit into the wall resulting in the tech to be shocked. The state of injury is unknown. No patient involvement. The investigation is ongoing.